Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided as this event is not reportable.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided as this event is not reportable.

Event description:
It was reported patient is experiencing fever/body aches, pain, localized joint warmth and swelling twelve days post implantation. On CT imaging a joint effusion with gas collection was demonstrated which was consistent with the presentation of and raised concern for an infected knee arthroplasty. Patient was transferred to his surgical facility for further assessment. No additional details or outcomes have been provided at this time. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). D10 - medical product: 42504607011, lot 66855842 persona revision femur cemented sz 11. 42556807005, lot 66395699 persona revision femoral posterior augment cemented, sz 11, 5mm. 42560007514, lot 66919946 persona revision stem extension tapered cemented, 14mm +75mm. 42556607010, lot 64651272 persona revision femoral distal augment sz 11, 10mm. 42545001013, lot 64700938 persona revision tm femoral central cone sz large. 42511401012, lot 64254883 persona art surface, 12mm. 42512601012, lot 65497107 persona vivacit-e art surface, 12mm. 42532008301, lot 65204461 persona cemented tibia, sz. 110034355 lot av06de0104 refobacin bone cement r 1x40 (x2). H6: mechanical (g04) - femur. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.